Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the end user using batteries outside of the labeling of the device. The device was deemed unrepairable and was scrapped at zoll medical. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the batteries vented and melted in the device. Complainant indicated that there was no patient involvement in the reported malfunction.